Event description:
Dr. (B)(6) with (B)(6) performed surgery on a male patient on (B)(6) 2025 at (B)(6) hospital. The surgery did not apparently go as planned. The doctor had the patient tested post operatively and during this testing with the inspire medical representative (male, unknown name), the patient screamed in pain. I am unaware of how else to report this incident, I feel that inspire medical did not do right by the patient, and to the best of my knowledge did not report this event.